Event description:
New information notes that the patient presented to the clinic on (B)(6) 2021 after experiencing dizziness due to intermittent capture again. It was noted that the programming changes made previously had been undone. Programming changes were again made. The patient then returned on (B)(6) 2021 feeling dizziness, and additional programming changes were made. There were no patient consequences.

Event description:
It was reported that an asymptomatic patient presented to the clinic on (B)(6) 2021 with their right ventricular lead experiencing intermittent capture. Programming changes were made to address the issue. The patient reported later that day that they were experiencing nausea and light headedness. The patient presented back to the clinic, where additional programming changes were made after isometrics had any effects on right ventricular capture, which it did not. The patient presented on (B)(6) 2021 feeling symptomatic once again. More programming changes were made, which seemed to eliminate the patient's symptoms. An x-ray was performed on (B)(6) 2021 which revealed that everything was normal. The patient was stable throughout.